Event description:
Customer reported that while a 8lpc tracheostomy tube was in use, a crack was discovered on the right side of the outer cannula and above the flange. At the time of this report, the customer stated that the tube remained in use on the patient. However the customer was informed that due to the report of cracking, continued use of the trach was not recommended. There was no patient harm reported.